Event description:
During the procedure the silk suture hung up on the sheath of the articulating arm. As a result, the lima conduit was torn from the "l.a.d" which resulted in the need to convert to cardiopulmonary bypass.